Manufacturer narrative:
The following other hip device was also listed in this report: c-taper cocr lfit head 36mm/0, cat# 06-3600, lot #mldld9. It cannot be determined which, if any of these devices may have caused or contributed to the pt's infection. Additional info (including x-rays and medical records) was requested. When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported, I & d due to infection and removed the poly. The surgeon noted unusual wear.